Manufacturer narrative:
It was noted that the device is not available for evaluation as the implant is still implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Sales representative has reported the following event from the surgeon; " patient had a surgery one year ago ( (B)(6) 2012) and began to feel pain for a short time. Blood tests were made, but no infections have been discovered. X rays on the other side have shown, the scorpio baseplate unsealed. Son of the patient is a lawyer and wants to know if there were other similar problems with the lot number of the scorpio."

Manufacturer narrative:
Device evaluation was not performed as no items were returned as they remained implanted in the patient. Medical records review was not performed as no medical records were received. Device history review revealed that there have been no reported discrepancies for the reported lot. Complaint history review also revealed that there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales representative has reported the following event from the surgeon; " patient had a surgery one year ago ( (B)(6) 2012) and began to feel pain for a short time. Blood tests were made, but no infections have been discovered. X rays on the other side have shown, the scorpio baseplate unsealed. Son of the patient is a lawyer and wants to know if there were other similar problems with the lot number of the scorpio"